Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4) no anomalies found (B)(4) proximal segment.

Event description:
It was reported that during a procedure to change the patient to a single chamber device that it was noted that the atrial lead showed insulation failure. The lead was also noted to have low impedance and an apparent conductor fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.